Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels; bg values were not provided. Carbohydrates were consumed to address bg. Reportedly, customer suspected low bg was due to exercise mode delivering insulin when additional insulin was not required.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable as no device deficiency occurred.